Event description:
Sales rep. Reported that the tip of the needle broke off but could not be retrieved. The needle is nitinol and therefore, magnetic retriever would not work. At this time, no other information is available for this incident.

Manufacturer narrative:
No product has been returned for evaluation therefore, no determination could be made for the reported device failure.